Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula kinked events on 14-may-2024 and 04-jun-2024. Event occurred after three hours of insertion. The set was in use for about 12 hours. Insertion site was at abdomen. Blood glucose levels were 325 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.